Event description:
A review of svc data detected a reportable event. During servicing, monitor sn (B)(4) displayed code 32 - pt parameter fault. The last pt to use the monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a code 32 - pt parameter fault. The cause for the code 32 was isolated to corrupt monitor software which prevented the monitor from being programmed. Additionally, the monitor case was found to be cracked open. The cause of the corrupt software and open case could not be positively identified but is likely due to physical abuse. No adverse event resulted from the corrupt monitor software. The last pt to use this monitor did not report any deficiencies.